Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was requested, but unavailable: 1. What is the lot number? H3 investigtaion summary: the product was returned to ethicon for evaluation. One labeled winding former witha needle suture piece was received for analysis. Product code sxpp1a400. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were found on the body needle. The suture was examined, a knot and body fluids were observed. In addition, the end was noted to be cut probably caused by a surgical instrument. The product code sxpp1a400 contains an absorbable suture and the time of exposure of the suture in the environment could not be determined; therefore, the functional test cannot be performed. The instructions for use do contain the following caution: stratafix¿ symmetricpds¿ plus device is intended to be used without anchoring knots to begin or terminate the device line. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a knee surgery procedure on (B)(6) 2025 and a barbed suture was used. The suture was broken when the surgeon attempted to sew the joint capsule. Changed another one to complete the knee replacement surgery. No adverse patient consequences were reported. Additional information was requested